Event description:
Caller reported a cgm error 42, which prompted a reset procedure. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the cgm error code did not appear again, and the caller successfully started their sensor session.